Event description:
It was reported via repair work order that the jacks could not lower due to detached release linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.